Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and long-standing event suggestive of prevent permanent damage. The potential root cause is the treatment procedure, and a more specific cause cannot be established based on the available information. Alternative root cause includes concomitant radiessse treatment. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. Following one follow-up, the lot number remains unknown. An additional follow-up will be conducted to obtain the lot number and information regarding treatment details and any corrective treatment. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 19-mar-2026 concerning a female patient of an unknown age reporting her own case. No information about medical history, history of allergies or previous filler treatments has been provided. Around (B)(6) 2024, the patient received treatment with sculptra to forehead (unknown amount, lot number, injection technique and needle type) at a clinic. During the same time, the patient also received treatment with radiessse (calcium hydroxylapatite (caha)) gel in the forehead area at a clinic. After treatment, the patient developed severe nodule/lump/bump (implant site nodule) on forehead. The patient continuously underwent multiple unspecified corrective treatments within two years at the injecting clinic and other clinics. However, the nodules persisted. Outcome at the time of the report: nodule/lump/bump was not recovered/not resolved/ongoing. Tracking list: v.0 initial report v.1 fu information was received on (B)(6) 2026 from the patient herself. The case was upgraded to serious. Information about suspect device, and corrective treatment details were updated.